Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial (B)(4)) found no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported there were high impedances of > 10,000 ohms after the implant procedure and after normal impedances were found during the intra-operative checks. The high impedances of > 10,000 ohms occurred both on electrodes 0 ¿ 7 and 8 ¿ 15. The patient was taken back to the operating room and the entire system (lead and ins) was replaced. It was noted that the lead was checked with a multi-lead trialing system prior to replacement and it displayed impedances of > 10,000 ohms. No further complications are anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. The main component of the system and other applicable components are: product ID: 977c265 , serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-may-10. The rep stated that the patient was replaced and the replacement was yielding good results. The patient was receiving therapy and was happy with the results. The removed product would be returned for analysis. No further complications were reported/are anticipated.